Event description:
(B)(6) got up from recliner, had walker in hand and was turning around when her sandal got caught up in her walker causing her to fall. Spouse called ems who transported patient to the hospital. Imaging results showed "acute minimally displaced fracture right inferior pubic ramus". Patient was admitted to hospital (B)(6) to (B)(6) 2025. While in the hospital, patient received dialysis. (B)(6) normally receives dialysis three times per week but missed her appointment due to her fall. No surgical intervention indicated. (B)(6) was discharged to rehabilitation center to receive physical therapy. Privately owned walker purchased approximately two years ago. Spouse was contacted for manufacturer information. Spouse refused to provide manufacturer information to program. We only know it had wheels.